Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and diabetic seizures. It was also reported that customer has experienced blank display, keypad/button unresponsive/button error, unexpected battery power loss, pump error 35-a broken force sensor was detected during seating or regular delivery and battery cap contact missing/damaged. The customer reported blood glucose value of 26 mg/dl. The customer was treated with ems/ambulance/ER visit, hospitalization: overnight stay, glucose/carb intake. The event involved product(s) mmt-1884l, mmt-332a, unomedical, mmt-7040a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify keypad anomaly, unexpected battery power loss and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 04-aug-2024. Please see below for pump error(s)/alarm(s) noted 1 week prior surrounding the date of (B)(6) 2024 listed in the formatted history file. Lost sensor1 alert (780) was found on: (B)(6) 2024 08:22:00.000, (B)(6) 2024 17:59:00.000. Lost sensor2 alert (781) was found on: (B)(6) 2024 08:38:00.000. Sensor expired alert (794) was found on: (B)(6) 2024 06:15:50.000. Unable to test for lost sensor alert and sensor expired alert due to critical pump error (open book image) alarm. Lost sensor alert and sensor expired alert were unknown. Low battery alert was found on: (B)(6) 2024 18:49:00.000. Insert battery alarm was found on: (B)(6) 2024 02:13:17.000, (B)(6) 2024 18:49:26.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unable to test low battery alert due to critical pump error (open book image) alarm. Low battery alert was unknown. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2024 16:51:49.000 and (B)(6) 2024 17:01:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Unable to verify customer alleged for low bgs. Blank display was not confirmed. However, unable to verify keypad anomaly, unexpected battery power loss, perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.